Event description:
Customer reported cracks in the screen of the insulin pump. The blood glucose reading was 277 mg/dl. Customer treated with manual injection. Customer stated that the damage occurred while getting in and out of the car. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.